Event description:
Reportable based on device analysis on 29 sep 2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in severely tortuous left anterior descending artery. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. During the procedure, a lost image occurred. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed device detachment and the imaging window twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, and the imaging window was twisted and detached. The device could not be inspected for imaging core windup due to the device condition. Impedance testing showed an electrical open at the proximal waveform. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 140cm to 150cm.